Manufacturer narrative:
Meter and one remaining test strip of specified lot involved in incident was returned for evaluation. Meter was evaluated with returned strip and retain strips of specified lot and performed to specification. No failure detected.

Event description:
Customer's wife was calling to report that the meter was reading too high. Reading is too high based on symptoms displayed and caller stated if the reading was accurate, customer wouldn't have been displaying symptoms. Patient was eating lunch and took insulin on his pump. Then he called to his wife and asked for help as he was experiencing severe hypoglycemic symptoms and having a hard time talking. He was then checked on the expression meter and the reading was 50. He was then checked on his bayer meter and the reading was 31. He was given juice and glucose gel after 15 minutes he was still very low, and the paramedics were called. He was given more glucose gel from them and it took two hours to get his blood sugar up. He was not taken to the hospital. Replaced meter, strips, sent cs and rl.

Manufacturer narrative:
Section d10 from previous report was incorrect. This is a correction follow-up to update that information.

Event description:
Customer's wife was calling to report that the meter was reading too high. Reading is too high based on symptoms displayed and caller stated if the reading was accurate, customer wouldn't have been displaying symptoms. Patient was eating lunch and took insulin on his pump. Then he called to his wife and asked for help as he was experiencing severe hypoglycemic symptoms and having a hard time talking. He was then checked on the expression meter and the reading was 50. He was then checked on his bayer meter and the reading was 31. He was given juice and glucose gel after 15 minutes he was still very low, and the paramedics were called. He was given more glucose gel from them and it took two hours to get his blood sugar up. He was not taken to the hospital. Replaced meter, strips, sent cs and rl.